Manufacturer narrative:
(B)(4). The events of "capsular contracture and lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: rupture, capsular contracture baker grade unknown and lymphadenopathy.

Event description:
Patient representative reported "rupture", " the silicone gel leaking out of both of their breast implants and seeping into surrounding breast tissue and immigrating into other parts of their body" silicone gel leaking and seeping into chest cavity and possibly migrating into lungs and lymphatic system, "severe capsular contracture (baker grade unknown)" and "swollen lymph nodes under arms and around her breast area". Additionally, the following events were reported and not device related: "lupus, scleroderma, poly arthritis, peripheral neuropathy, myalgia, positive ana, fibromyalgia, neurological diseases, rheumatological problems, autoimmune diseases, chronic fatigue syndrome, esophageal immobility, raynaud¿s syndrome, multiple sclerosis like symptoms, general connective tissue disease, systemic fungus, sjogren¿s syndrome, possible bia-alcl"..."shortness of breath and severe difficulty breathing because of sharp pain in the right center area of chest under and/or near their right breast. Pain in their chest and difficulty breathing"..."concern regarding heart and lungs were further aggravated based of the fact that they had already been having shortness of breath, pain, and heaviness in their chest on and off for several months", "terrified", "difficulty breathing unexplained rashes on their hands and feet, numbness and tingling in their hands/fingers and feet/toes, constant nausea, unexplained fevers, night sweats, trouble breathing, general chest pain (that feels like a heart attack), shortness of breath, heart pain, difficulty sleeping, digestive problems, vaginal scleroderma, headaches, swollen lymph nodes under arms and around her breast area, frequent urination, anxiety, depression, panic attacks, constant fatigue, arthritis, joint pain, easily bruises and wounds that are slow to heal, intolerance to heat and cold, hair falling out, constant muscle and joint pain, inflammation in their joints, thyroid problems, early menopause, vertigo, leaky gut and irritable bowl syndrome, compromised immune system, constant lung infections ,dehydrated all of the time for no reason, to name just a few of lung issues, heart issues, autoimmune issues, scleroderma, arthritis, joint and muscle pain, general connective tissue disease, neurological issues, depression, and has all of the bia-alcl symptoms." This record is for the right side. The device has been explanted.